Event description:
The patient's family wanted to know if the pump was actually working to control the patient's pain, so they decided to remove the fentanyl from the pump and replace it with preservative free normal saline (pfns). The nurse went to refill the patient's pump at the patient's home. After aspirating all the medication they expected, the nurse was only able to put 20 ml of pfns in the pump; the nurse got resistance and was not able to fill the pump with the 40 ml of pfns. The nurse attempted filling the pump using a smaller syringe and pushing down on the syringe; and was still unable to completely fill the pump. The patient had not done any diving or had any hyperbaric treatment; no falls or trauma to the device was reported to the physician. The patient was new to the physician; the patient had come to him the week prior. At that time, the physician interrogated the pump and noticed the patient had a 40 ml pump, so he ordered the 40 ml pfns. In looking back at that patient's records, he noticed that 'since the beginning' they had only been filling the pump with 20ml. The physician did not know why it was only being filled with 20ml. The pump was delivering the medication. Additional troubleshooting was being considered. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The pump was later explanted, replaced and returned for disposal only.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. All log files were clean, meaning no motor stalls, motor stall recoveries, or errors of any kind had ever happened with this pump.